Event description:
It was reported that a patient experienced hypotension, ventricular tachycardia, bradycardia and a cardiac arrest. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Pulmonary vein isolation was completed for the 4 pulmonary veins, however, the patient remained in atrial fibrillation after ablation. A cardioversion was performed prior to post-map. The first attempt was unsuccessful, and the second attempt of cardioversion successfully returned the patient to sinus rhythm. After commencing post-mapping, it was noticed that the patient blood pressure dropped and had some premature ventricular contractions (pvc) and the rhythm degenerate to ventricular tachycardia. Cardiopulmonar resuscitation and defibrillation attempts were performed with sinus rhythm were regained. A coronary angiogram was performed. The technician reviewed patient vitals before the issue and noticed a st segment elevation and bradycardia. The patient was taken to the intensive care unit (ICU) and recovered successfully overnight.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.